Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, shifting in the acetabular cup was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received indicates that a revision procedure is planned and that a custom acetabular cup is being made for the patient.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. An invoice history was located and the initial surgery date of (B)(6) 2010 has been confirmed.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, shifting in the acetabular cup was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Review of invoice history confirmed (B)(6) 2010 as the initial procedure date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, shifting in the acetabular cup was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, shifting in the acetabular cup was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.